Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 on the homechoice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle the power to the system error 2367 alarm. The tsr advised the cg to cycle the power again to restart the setup with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because the disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.